Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a loss of sensing. Fluoroscopic imaging revealed that the lead had dislodged. The lead was successfully revised. The patient was noted to be in good condition following the procedure.